Event description:
A malfunction alarm, specifically alarm 20, was reported by the customer while loading the pump. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge with the assistance of customer technical support (cts), but the alarm recurred, preventing the resumption of insulin therapy. Cts decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was also guided on how to prepare the pump for return using a pre-paid label.